Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a repeated loss of prime issue. There is no reported adverse event with this complaint. This complaint is being reported as the cartridge issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has been returned and evaluated by product analysis on 06/26/2015 with the following findings no defect was found. A visual inspection, a force test and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.